Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of iab helium loss alarm is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. No further action required at this time.

Event description:
It was reported that when the patient was repositioned on their side, the staff started to experience helium loss alarm. The staff checked the intra-aortic balloon (iab) tubing for blood, but no blood was found, the connection was checked, and the patient was repositioned, but alarms continued. A picture of the alarm strip shows that the balloon pressure waveform does drop down below zero. The balloon volume was decreased to 27 cc but the alarms continued. As a result, it was recommended by the clinical support specialist (css) that the catheter be removed. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient was repositioned on their side, the staff started to experience helium loss alarm. The staff checked the intra-aortic balloon (iab) tubing for blood, but no blood was found, the connection was checked, and the patient was repositioned, but alarms continued. A picture of the alarm strip shows that the balloon pressure waveform does drop down below zero. The balloon volume was decreased to 27 cc but the alarms continued. As a result, it was recommended by the clinical support specialist (css) that the catheter be removed. There was no report of patient complication or serious injury and death.